Event description:
Rptr indicated that pt has reported several occurences when stimulation feels 10 times as strong as normal. Pt reported that this has happened about 3 or 4 times over the last several mos. Pt is unsure how long the stimulation lasts, but stated that the pain lasts for about 45 mins. This happened in 2001 while walking. The previous month the same thing happened while pt was exercising. Pt placed magnet over device and reported that when pt removed it, the pain was worse.